Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (objective lens broken).